Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.n986u1uesehyh1 hardware: sm-n986u1 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetes educator that the patient was hospitalized after being found unresponsive due to hypoglycemia. According to the diabetes educator, the patient's glooko report indicated that an automated delivery restriction alarm had occurred as a result of low blood glucose levels, after which the patient reportedly followed the prompt to switch the system to manual mode. It was further reported that the patient had stopped wearing the continuous glucose monitor (cgm), resulting in a loss of communication between the pod and the cgm sensor overnight. Additional information regarding the medical event, including the patient's specific glucose levels, associated symptoms, any formal diagnosis, treatments administered, and the duration of hospitalization, was not available. Multiple follow-up attempts were made; however, no further information could be obtained.